Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2016 with the following findings: during testing, the battery compartment was observed to be cracked. The display was dim and discolored. Unrelated to this issue, the audio bolus button cover was damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a display issue. This report is made based on results of investigation completed on 08/23/2016.